Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported oxygen manifold failure. The customer reported there was no patient involvement.

Manufacturer narrative:
The respiratory therapist ordered a new o2 manifold to address the reported leaking manifold.